Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device freezes during a case and has to be restarted. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the portal 5000 locks up periodically the screen freezes and requires a power cycle to bring it back up. The philips field service engineer (fse) swapped out the touchscreen monitor and tested the settings. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time.